Event description:
Received info the pt experienced a loss of therapeutic stimulation. She was only receiving unilateral stimulation not bilateral as she had been. Physician decided to replace the ins. Pt was reported as suffering no injury and she recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.